Manufacturer narrative:
To address that no sample has been received by manufacturing for evaluation. As no sample has been returned for evaluation, the condition of the product could not be verified. While the actual lot number remains unknown, a review of the related device history records (DHR) for the two potential lot numbers, 133788m and 132274m, has been performed. Lot 132274m was reprocessed for anomalies that did not contribute to the customer complaint. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates this is the first complaint for the reported issue associated with the potential lots. No sample was returned and the device history record review of the provided potential lot numbers indicate that the product was released according to acceptance criteria therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A clinical director reported that a knife was dull during surgery. There was no impact to the patient. Additional information has been requested.